Event description:
A nurse contacted baxter (B)(4) to report a leak in the transfer set of a home patient (hp). The nurse stated that the hp came into the clinic to report that her transfer set was leaking. The nurse inspected the transfer set and discovered that the portion of the white twist clamp on the transfer set that locked the twist clamp in the closed position was broken. The nurse explained that as a result of this break, the twist clamp would rotate continuously and not prevent fluid from leaking out of the transfer set. The hp had her transfer set replaced and was given 500 mg of keflex orally twice a day for 7 days. The nurse stated the sample was available for evaluation. The lot number is unknown. There was no patient injury as a result of this event.

Manufacturer narrative:
(B)(4). The sample was requested. A follow up report will be submitted when the evaluation results become available.